Event description:
It was reported that during post-op check up, one high pacing lead impedance value was observed. It was not reproducible. All other lead measurement values are in range and stable. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.